Event description:
The customer indicated that during flight the propaq encore shut down unexpectedly without any visual or audible alarms, the shut down occurred instantaneously. There was no report of any patient harm as a result of the reported event. The customer did not provide any pt info.